Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024: information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated ins was depleted and patient has been unable to charge it for 2 years. Patient stated they needed an MRI of their head and cervical spine, but the ins had been dead for a little over a year. Agent asked, patient clarified they hadn't needed ins for a month or month and a half and when they tried to charge again, they couldn't. Patient stated the doctor's office thought patient needed to have the ins turned off or removed. Agent reviewed MRI guidelines and reviewed option to address possible over discharge or have doctor fill out eligibility form. (B)(6)2025: additional information was received from the patient. They reported that they assumed the device died, they were unable to charge. Nothing was done, the unit was 8 years and a few months. They were told life was 9 years. Patient stated they need it removed due to needing an MRI to diagnose problems they have.